Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was vibrating and beeping for long periods of time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings: the pump was not vibrating for longer than expected. The vibratory features were normal. There was no blank screen observed across the display. The pump's black box had a call service 054 alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.